Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: no procedural images or fluoroscopic load check images were submitted for view. Upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the valve was received loaded in the capsule of the dcs and the end cap/screw gear snap fit connected. Visual analysis showed the handle and tip-retrieval mechanism appeared intact. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. The valve could not be removed from the dcs. During functional testing, the deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The deployment knobs were separated by the medtronic analysis technician. Further observation showed tab 3 had a hairline fracture at the point where the tab protrudes from the deployment knob. Tab 4 had multiple small cracks slightly above the point where the tab protrudes from the deployment knob. Additionally, damage was noted on the inside of the female actuator tab and on the screw gear near the front grip components. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. The reported event indicated the valve was recaptured six to seven times due to difficulty positioning the valve and dislodgement. The device instructions for use (IFU) instructs "deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient". Recapturing is a feature of the dcs that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning and dislodgement including patient anatomy or physician technique; however, the cause could not be conclusively determined. It is not known how the excessive number of recaptures, outside IFU recommendation, may have caused or contributed to this event. It was reported tension built up in the dcs and on the last recapture the actuator handle and end cap separated. Analysis of the returned device noted the was handle intact; however, this was expected because it was reported the actuator was reconnected before the device was returned for analysis. The actuator components were separated by the medtronic analysis technician and the tabs of the actuator were observed to be fractured. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. White marks were observed inside the actuator component. These marks are not unusual and occur when the handle is being turned and the t-tube shell interacts with the inside of the actuator during normal use. An additional scrape mark was observed on the inside of the actuator component. The source of this damage could not be determined but it most likely occurred when the actuator components were reconnected after the actuator separation occurred. The end cap of the dcs was observed to be intact. This does not disprove the reported event, as the snap fit joint can be reconnected with no evidence of damage. End cap separation refers to an event where the end cap/screw gear snap fit fails and the capsule cannot retract. The failure occurs when the system forces exceed the tensile strength of the joint. Additionally, there was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. It was reported that after the device was removed from the patient, the capsule separated while attempting to open the capsule at the scrub table. The capsule of the suspect dcs was separated at the proximal end. Capsule separation occurs due to excessive compressive forces applied to the capsule. The compressive force causes the capsule to become damaged, and on subsequent deployment, the capsule can separate. The cause of the excessive compression forces leading to the capsule separation and the cause of the high tension in the system leading to an end cap separation could not be determined. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and a misloaded valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was fully recaptured four times and partially recaptured two to three times. There was difficulty positioning the valve as the valve dislodged into the ventricle at 80% deployment. It was reported that the native valve was compromised due to multiple deployment attempts. Tension built up in the delivery catheter system (dcs) and on the last recapture, at 2/3 recapture, the actuator handle and end cap separated. There was difficulty recapturing the valve, but the valve was able to be safely recaptured and removed. After the dcs was removed, the valve was attempted to be deployed on the scrub table and the capsule separated. The valve was unable to be implanted. Echocardiogram indicated a hematoma around the native valve especially near the left coronary cusp. A pericardial effusion was noted and suspectedto be caused by the non-medtronic guidewire. It was noted that the valve was being implanted for pure aortic insufficiency. It was r eported that the site loaded the valve using the ls-enveor-34 compression loading system (cls). No resistance was noted during loading. The first load was successful. A loose tab was not present in the packaging, but it was reported that a tab broke during recapture. The deployment knob trigger was used when the actuator separation occurred to put the pieces back together. No adverse patient effects were reported.